Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 04-sep-2020. The most recent information was received on 11-sep-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain / chronic pain') in an adult female patient who had essure (batch no. E71801) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), headache ("headache"), muscle contractions involuntary ("muscle contractions"), paraesthesia ("paraesthesias"), intervertebral disc protrusion ("herniated discs"), carpal tunnel syndrome ("carpal tunnel"), fibromyalgia ("fibromyalgia"), haemorrhage ("profuse blood loss"), amnesia ("memory loss"), depression ("depression"), anxiety ("anxiety"), somnolence ("drowsiness / continuous drowsiness"), insomnia ("insomnia / repeated insomnia"), visual field defect ("disturbed visual field"), loss of libido ("loss of libido"), dyspareunia ("pain during intercourse"), mood swings ("mood swings"), impaired work ability ("quit her job / long-term sick leave"), impaired driving ability ("inability to drive"), female sexual dysfunction ("loss of sexuality"), impatience ("loss of patience") and social problem ("complicated social life") and was found to have weight increased ("weight gain (15 kg) / burdensome"). The patient was treated with antidepressants and opioids. Essure treatment was not changed. At the time of the report, the pelvic pain, somnolence, insomnia, loss of libido, impaired work ability, impaired driving ability, female sexual dysfunction, impatience and social problem had not resolved and the headache, muscle contractions involuntary, paraesthesia, intervertebral disc protrusion, carpal tunnel syndrome, fibromyalgia, haemorrhage, amnesia, depression, anxiety, weight increased, visual field defect, dyspareunia and mood swings outcome was unknown. The reporter provided no causality assessment for amnesia, anxiety, carpal tunnel syndrome, depression, dyspareunia, female sexual dysfunction, fibromyalgia, haemorrhage, headache, impaired driving ability, impaired work ability, impatience, insomnia, intervertebral disc protrusion, loss of libido, mood swings, muscle contractions involuntary, paraesthesia, pelvic pain, social problem, somnolence, visual field defect and weight increased with essure. The reporter commented: patient stated she could no longer sit still. Treatment received: physiotherapist injections. Batch no e71801. Production date 2015-11-23. Expiration date 2018-11-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 04-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain / chronic pain') in an adult female patient who had essure (batch no. E71801) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), headache ("headache"), muscle contractions involuntary ("muscle contractions"), paraesthesia ("paraesthesias"), intervertebral disc protrusion ("herniated discs"), carpal tunnel syndrome ("carpal tunnel"), fibromyalgia ("fibromyalgia"), haemorrhage ("profuse blood loss"), amnesia ("memory loss"), depression ("depression"), anxiety ("anxiety"), somnolence ("drowsiness / continuous drowsiness"), insomnia ("insomnia / repeated insomnia"), visual acuity reduced ("disturbed visual field"), loss of libido ("loss of libido"), dyspareunia ("pain during intercourse"), mood swings ("mood swings"), impaired work ability ("quit her job / long-term sick leave"), impaired driving ability ("inability to drive"), sexual dysfunction ("loss of sexuality"), impatience ("loss of patience") and social problem ("complicated social life") and was found to have weight increased ("weight gain (15 kg) / burdensome"). The patient was treated with antidepressants and opioids. Essure treatment was not changed. At the time of the report, the pelvic pain, somnolence, insomnia, loss of libido, impaired work ability, impaired driving ability, sexual dysfunction, impatience and social problem had not resolved and the headache, muscle contractions involuntary, paraesthesia, intervertebral disc protrusion, carpal tunnel syndrome, fibromyalgia, haemorrhage, amnesia, depression, anxiety, weight increased, visual acuity reduced, dyspareunia and mood swings outcome was unknown. The reporter provided no causality assessment for amnesia, anxiety, carpal tunnel syndrome, depression, dyspareunia, fibromyalgia, haemorrhage, headache, impaired driving ability, impaired work ability, impatience, insomnia, intervertebral disc protrusion, loss of libido, mood swings, muscle contractions involuntary, paraesthesia, pelvic pain, sexual dysfunction, social problem, somnolence, visual acuity reduced and weight increased with essure. The reporter commented: patient stated she could no longer sit still. Treatment received: physiotherapist injections. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.